Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: an extreme example of subclavian crush. Jacc clinical electrophysiology. 2017. 3(1):83. Doi.org/10.1016/j.jacep.2016.05.012. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case of subclavian crush. The article reports a patient whose right ventricular (rv) lead displayed some distortion of the superior vena cava (svc) coil on film. Gradually the distortion increased and there were fractures of the proximal coil. The lead exhibited noise on the pace/sense portion and high impedance was noted on the svc coil. Soft tissue mobility led the pulse generator to migrate, which put force on the lead at the point of intravascular adhesion. The extraction was difficult as the locking stylet did not pass beyond the svc coil. A laser was used, and the lead was explanted and replaced. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.